Event description:
It was reported that the device had experienced a number of pors (power on resets). As an electrical defect was suspected, the device was replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It showed the por (power on reset) count at 14, with the most recent four pors occurring on the same day, seven weeks prior to explant.